Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red alarm event was expected but was not provided at the information center ix. . No patient harm occurred.